Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00169_400471659_nh048t. Investigation results: due to a lack of components a investigation of the device was not possible. The lot numbers of all components are unknown, therefoe a batch history review is not possible und must remain incomplete. The failure is most probably patient or usage related. A clear conclusion can not be drawn due to the lack of information. It is possible that the reported recurring dislocation reported by customer led to the adverse event.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the biolox prosthesis head 8/10 28mm l. Specifically it was reported that a patient, who underwent total hip arthroplasty (tha) at this hospital in 1999, visited the hospital for dislocation. On (B)(6), a cup revision was performed. When doctor took a look at the excised implant, it seemed that the ceramic liner was partially damaged and the cup was partially scraped. The lot number is unknown due to the case before 2005. Possible cause: "probably implant failure due to recurrent dislocation". A revision surgery was necessary. Additional information was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00169_400471659_nh048t.